Manufacturer narrative:
Based upon the clinical assessment findings, the reported event has been confirmed. One month post implant, there was evidence to support a type ia endoleak, and a stent migration of the cuff into the sac. The cuff appeared to be dilated, this finding cannot be definitive due to the limitations of two dimensional imaging. Overlap remained adequate at 4.0 cm, but, the endoleak was not excluded with another suprarenal cuff. An additional infrarenal cuff was placed, in order to mitigate the persistent endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined. However, product use was incongruent with the IFU due to an aortic neck length of less than 10 mm. Cautionary product use conditions that might have contributed to this event included the tortuous left iliac artery.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography revealed a proximal endoleak due to the bifurcated leaned over to the left. A new suprarenal aortic extension and an infrarenal aortic extension were implanted to correct the leak. No patient injury reported.